Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/11/2007, 07/19/2007, and 07/23/2007 by phone, fax and mail. A completed questionnaire has not been returned.

Event description:
A consumer reports she has no intermediate vision and has a "floater" in her left eye following bilateral intraocular lens (iol) surgery. Additional information, including pt status, has been requested. First eye: MDR #1119421-2007-00328; fellow eye: MDR #1119421-2007-00329.